Event description:
It was reported that the pump displayed "no disposable, clamp tubing" alarm. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One photo of the cadd cassette reservoir was received. The photo shows misalignment in the cassette tube. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the event. A review of the production floor was conducted, a sample of 32 units were taken in order to verify for occlusions, kinked tubing and that the bags were correctly placed; no discrepancies were detected. Production performs a 100% in process inspection, in order to verify for occlusions, kinked tubing verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Production performs an accuracy test; takes a sample of (3) parts at shift start-up, beginning of every job; at least every (5) hours. Quality takes a sample of 15 units at an interval of two (2) hours ± 30 minutes, prior to placing product in bag, in order to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. The most probable cause is that the tube was misaligned during assembly and it was not inspected.